Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 19292857.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as frequent ipg charging. Reprogramming was done but was unsuccessful. The patient underwent battery and lead replacement procedure. The patient was doing well post operatively and the explanted device will not be return due to hospital policy.